Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to prime and difficult to operate during use. The following was reported by the initial reporter" "it was reported that needle is not priming and needle is difficult to attach. Verbatim: from phone call on 2021-01-11 16:35:33: called consumer to follow up on complaint. Consumer provided product information and mailing address. Consumer stated that the needles would not attach properly and there was no insulin flow during priming. Consumer stated that the needles are working better since his initial call. Samples were discarded. Js voicemail - needle not priming, needle difficult to attach. 01-06-20: returned consumer's call and left voicemail for return call."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to prime and difficult to operate during use. The following was reported by the initial reporter" "it was reported that needle is not priming and needle is difficult to attach. Verbatim: from phone call on (B)(6) 2021 16:35:33: called consumer to follow up on complaint. Consumer provided product information and mailing address. Consumer stated that the needles would not attach properly and there was no insulin flow during priming. Consumer stated that the needles are working better since his initial call. Samples were discarded. Js. Voicemail - needle not priming, needle difficult to attach. (B)(6) 2020: returned consumer's call and left voicemail for return call."